Event description:
A health care professional reported that during surgery, they noticed that lens was dented. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Only photo was returned. Photo provided shows an iol in a lens case base. The iol appears to be positioned incorrectly in the lens case. Damage to the lens cannot be confirmed from the photo. Based on our observation of the attached photo, the iol appears to be positioned incorrectly in the lens case. Damage to the lens cannot be confirmed from the photo. No root cause can be determined based on available information and without the evaluation of the physical product. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).